Manufacturer narrative:
Visual inspection was not performed as complaint device was not returned for analysis. A review of the complaint database and the deviation/non-conformity review for the production order (po) was not performed since the product identifiers were not reported. A review of the global quality management system and a product complaint history review did not indicate a product quality issue. The direction for use adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. In the absence of the device return and device identifiers, the reported complaint cannot be confirmed/verified.   Based on the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
It is unknown if the intraocular lens was implanted into the patient's eye. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the surgeon is reluctant to use monofocal intraocular lens (zcb00) because the surgeon feels that the platinum cartridge (1mtec) is not suited to a 2.4mm incision. When the surgeon uses it the surgeon has to enlarge the wound to make sure there is no corneal stretching occurs. The surgeon has used the preloaded insertion system (pcb00) and this is not a problem. The surgeon also uses the alcon sn60 lens system without incident. The surgeon thinks the platinum cartridge material is too stiff and therefore impedes his ideal surgical standard's which in turn reduces the surgeon use of amo lenses. The surgeon has not experienced problems as such but was made as a suggestion. At present the higher price of pcb00 is stopping its full use. The alcon system which is essentially the same causes no issues and the surgeon has in the past used this system to insert zcb00's without any problems. Using 2.2mm wound assist does not look or feel right to him and the implantation can be messy with this method, he feels.